Manufacturer narrative:
The device was returned for evaluation. Visual inspection showed the drain tube was broken off. Testing showed the "alarm test" button did not induce the alarm as expected. The issue was determined caused by a problem with the membrane switch.

Event description:
It was reported the device "alarm test" buttons did not induce an alarm. No patient involvement reported.